Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when opening the product, the surgical team found a hair in the container.

Manufacturer narrative:
(B)(4). The product was returned and the failure mode was not confirmed. The ahto tube set packaging was received open with the tyvek cover completely removed. The tube set was visually inspected for damages or foreign material, and none were present. Unable to confirm the complaint. The probable root causes could be handling during set up, environmental controls. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that when opening the product, the surgical team found a hair in the container.